Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was evidence of moisture observed behind the display lens. The battery compartment was cracked near the cover. The returned battery cap was able to fully attach to the pump and was used to complete testing. The pump failed a leak test with a battery compartment leak. Internal moisture was observed on the printed circuit board and internal components. Unrelated to the moisture ingress, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.